Event description:
It was reported that the patient presented to the hospital for a follow up and it was noted that the right atrial lead exhibited low impedance. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.